Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = the complaint states: ¿the primary surgery was performed on (B)(6) 2020 via bha. It was reported that during the surgery, the inserting part which to insert into foot switch broke easily when inserting. No further information is available." The actual connector and tubing were returned for examination as part of this investigation . The connector nozzle has broken off and remains in the end of the air tubing. The pattern of the fracture indicates that force may have been applied unevenly. The condition of the returned sample confirms the complaint description. Dva-104409-fde rev 10 was reviewed, and this potential failure is included on lines 360-363. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot =device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via bha. It was reported that during the surgery, the inserting part which to insert into foot switch broke easily when inserting. No further information is available.